Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. The farawave was used to map the patient's heart with a non-boston scientific mapping system in addition to performing pulmonary vein isolations and posterior wall ablations. The pw ablations performed with the catheter are considered off label use as the farawave is only indicated for pulmonary vein isolations. After performing the posterior wall ablations, they attempted to advance the guidewire into the right inferior pulmonary vein (ripv) but found they could not move the guidewire in the catheter. The guidewire was not far enough advanced to un-deploy the catheter, so the catheter was pulled back into the sheath. When removed from the patient they observed some tissue at the tip of the catheter. The procedure was completed using the original device with no patient complications. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. The farawave was used to map the patient's heart with a non-boston scientific mapping system in addition to performing pulmonary vein isolations and posterior wall ablations. The pw ablations performed with the catheter are considered off label use as the farawave is only indicated for pulmonary vein isolations. After performing the posterior wall ablations, they attempted to advance the guidewire into the right inferior pulmonary vein (ripv) but found they could not move the guidewire in the catheter. The guidewire was not far enough advanced to un-deploy the catheter, so the catheter was pulled back into the sheath. When removed from the patient they observed some tissue at the tip of the catheter. The procedure was completed using the original device with no patient complications. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.